Event description:
Following a recent full system replacement surgery, the patient feels a pulling sensation in his left neck when he extends his neck or turns to the right. Based on a video appointment with the patient, the surgeon suspects bow-stringing of the vns lead. The surgeon plans to potentially move the generator from the armpit to the left infraclavicular area to help with the lead pulling sensation. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.